Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6 complaint sample was evaluated and the reported event was confirmed. One modular insert was received and evaluated against the complaint. The mod insert has one tab fractured off and the fractured piece was not returned. The center pin is also fractured where it joins the threaded portion of the mod insert. The gear portion of the insert does not show any signs of damage. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner gear of the cup impactor broke while impacting the cup. All broken items were retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.